Manufacturer narrative:
Customer¿s complaint of device delivered infusion faster than programed was not confirmed. The device was received for evaluation on 1/14/2026. Tested device by running the delivery accuracy test with a protocol of 200vtbi over 10ml piggybacked on line a and b. Device passed with a result of 20.8. Tested the 6 and 10 distal psi; the device passed the 6 psi-4.2, 10 psi-8.4. Review of device alarm log history found no similar events. Device passed self-test with no error alarms. There was no damage found to device. Probable cause is no problem found.

Manufacturer narrative:
Updated sections: h1, h10, a2, a3, a4, b1, b2, h6 additional information: b5.

Event description:
***Event description updated since initial MDR an email was received containing a user facility medwatch form mw5182250 regarding a plum 360 infuser where it was reported that the patient experienced a drop in heart rate and blood pressure at approximately 21:00. Sedative medications were titrated according to protocol but at 22:11 there was no improvement in the patient¿s vital signs. The intensivist was notified and came to the bedside to assess the patient. At 23:00, the reporter found that the fentanyl drip was empty despite an expected remaining volume of approximately 300 ml. The intensivist was called to the room, together they had verified that the infusion pump rate matched the rate documented in iaware, they also verified that the volume to be infused (vtbi) on the pump was 298 ml and also the fentanyl was locked in a lock box. Pharmacy was notified and came to bedside. The fentanyl was left intact on the pump, and the pump, fentanyl bag and medication sheet were sent to the pharmacy as per the protocol for further investigation. The house supervisor was consulted regarding proper procedure, and an additional simplified form was completed. The patient was female with age 60 yrs and weighing 51 kg. The operator of the device was health professional and the event occurred during infusion. There was patient involvement and harm.

Manufacturer narrative:
The device was received for evaluation. Customer¿s complaint of device delivered infusion faster than programed was not confirmed. Tested device by running the delivery accuracy test per with a protocol of 200vtbi over 10ml piggybacked on line a and b. Device passed with a result of 20.8. Tested the 6 and 10 distal psi - device passed the 6 psi-4.2, 10 psi-8.4. Review of device alarm log history found no similar events. Device passed self-test with no error alarms. There was no damage found to device. Probable cause is no problem found. A 12-month service did not indicate a similar event.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An incident occurred on an unspecified event date involving a plum 360 infuser where the customer reported that the infusion pump delivered the fentanyl drip faster than the programmed. There was unknown patient involvement; harm was not reported as a consequence of this event.